Event description:
It was reported that a revision was performed due to a broken trigen meta nail.

Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the trigen 11.5 mm retrograde femoral meta nail fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the lateral side of the nail. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. Also noted during the investigation was damage to each of the returned screws, specifically in the threaded shaft portion of the screw. This damage was likely due to expected interaction with the screw holes of the nails. Scratches were noted on the body of the nail, likely caused during extraction. Two holes were noted in the shaft of the nail of unknown origin; these holes are not present on the nail print. These holes may have been used to aid in extraction of the broken nail, based on the scratches noted around both holes. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. The origin of the two additional holes remains unknown. A review of complaint history revealed that we have had no previous complaints for this this device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be a human factors issue. No further investigation is warranted at this time. (B)(4).